Manufacturer narrative:
The device was not returned to edwards for analysis. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Technique related factors, such as incorrect valve sizing and anatomical factors, including annular calcification, have been known to contribute to development of paravalvular leaks. Without return of the device the reported regurgitation and pvl could not be confirmed, nor root cause identified. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
A 23mm bioprosthetic aortic valve, implanted approximately two (2) years and nine (9) months, was explanted due to severe aortic regurgitation. It was indicated that the patient had experienced a large perivalvular leak (pvl) at two months post-operation. It was also noted patient experienced dilation of the heart. The aortic annulus was noted to be de-calcified, prior to replacement with another 23mm bioprosthetic aortic valve. Patient tolerated the procedure satisfactorily and was in stable condition post-operatively.